Event description:
It was reported that an asymptomatic non-pacemaker dependent patient presented in the clinic for follow-up. Upon interrogation right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition during and post procedure.